Event description:
Per independent repair center statement the unit had low o2 or yellow light. The key failure was the zip ties were leaking. Additional malfunctions include the pm hit was dirty, and the power switch had no alarms.